Event description:
There was no malfunction and no allegation of the device reported however, a revision surgery was conducted due to an infection. The implant was removed, and the infection was flushed out.

Manufacturer narrative:
Limited information was received on this event however, there was no report of or alleged product deficiency. (B)(4). .